Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. No impact to the customer's blood glucose. After removing an obstruction from the pump's speaker holes, the alarm cleared and insulin delivery resumed.